Manufacturer narrative:
Per the patient's surgeon, the patient experienced necrosis of the flap tissue prior to explantation. (B)(6).

Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.